Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture behind the display and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 29-aug-2018 with the following findings: review of the black box revealed records of power on reset. There was no damage to the battery cap or the battery compartment. The returned battery cap fits properly to the pump. The pump powered on with functioning audio tone and vibration however, the display screen remained blank due to moisture damage inside the pump on the printed circuit board. Investigation did not duplicate the power complaint as there was power to the pump as evidenced by functioning audio tone and vibration.